Event description:
A report was received that the patient underwent a pocket and lead revision. The location of the ipg was causing pocket discomfort so the physician preferred to replace the ipg and relocate the pocket site to a more comfortable location. The percutaneous leads were replaced with a paddle lead because due to the patient's high energy usage. He felt that a paddle lead would be more effective for the patient's pain coverage.